Event description:
It was reported that the device was at end of service and the physician was questioning if this was normal behavior. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the battery impedance value was beyond the expected upper range. Elective replacement indicator (eri) due to high battery impedance was recorded on (B)(6) 2014, prior to explant. Ramware version 8 was installed on (B)(6) 2012. High battery impedance leading to eri. (B)(4).